Event description:
During tpe treatment the patient's blood pressure dropped. The nurse noticed more plasma in the waste bag than expected. Patient received 850mls albumin (5%). The patient was reported as stable after receiving the albumin (5%).

Manufacturer narrative:
The (B)(4) agent for product in regards to FDA reporting is fresenius kabi, llc located in (B)(4). Documentation on the reported treatment (treatment records and device printout recording treatment process) were obtained from hospital and reviewed. The as104 device (B)(4) was checked by a fresenius service technician. The device interface set points were found to be outside of specifications. Adjustments were performed. All other parameters were within specifications. The as104 device was used according to labeled indications and in the appropriate environment. The dedicated disposable used during treatment was a tpe (p/n 9400451) with lot number zgt053. The set was returned to the manufacturer in the (B)(4) for investigation. The investigation results will be included in an amendment to this MDR report.